Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's lead became fractured and according to the patient, "is not functioning." The lead was capped and replaced. No patient complications have been reported as a result of this event.